Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. During investigation, the piston was unable to recognize the cartridge upon the first load attempt. Further testing for a power issue was not able to be performed. The pump¿s cover was removed and moisture corrosion was observed to the power printed circuit board and other internal components of the pump. The complaint of power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.